Manufacturer narrative:
Initial 3 of 4. Based on the available information, this event is deemed to be a reportable malfuntion. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced four infusion set fell off during use event on (B)(6) 2026. The length of infusion set was in use for one to two days. The patient replace infusion set and resumed insulin delivery successfully.